Event description:
It was reported that during an unknown procedure, the handpiece did not work. There was no patient consequence.

Manufacturer narrative:
H6: the hand piece was returned with a loose mount. It was tested on a generator and no error codes were found. However, the hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the 440 stud was inspected and was found to be conforming. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.